Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump alarmed drive count error. No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm and rewind the insulin pump. Customer also mentioned that the insulin pump received battery failed test alarm. The device will be returned for the analysis.

Manufacturer narrative:
Retainer ring = black case type = ngp customer returned device for an alleged failed battery test and pump error 37 on (B)(6) 2022. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed battery failed alarm on (B)(6) 2022 at 14:49:35.000 due to customer's faulty aa battery. No pump error 37 noted during testing. Verified pump alarmed pump error 37 on (B)(6) 2022 at 14:45:00.000 in pump's downloaded history due to moisture damage on the motor. The electronic assembly, battery cap and battery tube were inspected and found moisture damage on electric boards, motor and force sensor. The following were noted during visual inspection: broken battery tube threads, serial number label stained, serial number label fading, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay, missing display window cover and scratched lcd display window. Pump passed required testing. Failed battery test was not confirmed. Pump error 37 confirmed due to moisture damage on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.